Event description:
The consumer stated that she experienced abdominal pain after tampon usage. She visited the ER and was diagnosed with pelvic inflammatory disease and a urinary tract infection. She was prescribed antibiotics.

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.